Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument exhibited uncontrolled motion with the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in the wrong direction, and it occurred with the surgeon¿s head inside the surgeon console¿s resolution stereo viewer while attempting to manipulate instruments; the issue was persistent. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument as they were less than intended. The timing of the instrument's movement was described as a little appropriate. No shakiness and/or friction were experienced/observed. No video recording of the procedure is available for isi review.